Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 20-may-2024, it was reported by the patient that infusion set cannula was kinked due to which hyperglycemia occurs after 3 hours of use. High blood glucose level was 400 mg/dl. Infusion set was placed in upper buttocks. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.